Event description:
The device is failing its self tests with a triple chirp. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).